Event description:
Sorin group received a report that during the procedure, the arterial pump stopped. The perfusionist hand-cranked to maintain blood flow for the remainder of the case. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during the procedure the arterial pump stopped. The perfusionist hand-cranked to maintain blood flow for the remainder of the case. There was no pt injury. A sorin group field service rep was dispatched to the facility to investigate. Eval of the pump at the facility found no problems. The investigation is on-going. A follow-up report will be filed when the investigation is complete.